Event description:
Boston scientific received information that high shock impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. The crt-d and rv lead remain in service. No adverse patient effects were reported. Additional information received indicating no lead failure was suspected and all other measurements were fine. Further, the shock impedance curve was noted to have always been between 100 and 120 ohms. It was noted that a 122 ohms impedance measurement had triggered the alert. There was no further lead information. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.